Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). The right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.